Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced pain leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue on (B)(6) 2013 by dr. (B)(6). Uneventful device explant due to pain at the end of (B)(6) 2016 (exact date not known) at a different facility than the implanting clinic. Patient still experiencing some pain after explant.

Manufacturer narrative:
-Explanting facility information was received. Describe event or problem updated with information as follows, "uneventful device explant due to pain at the end of (B)(6) 2016 (exact date not known) at a different facility ((B)(6)) than the implanting clinic."

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced pain leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure and linx device implantation occurred without issue on (B)(6) 2013 by dr. (B)(6) of (B)(6). -uneventful device explant due to pain at the end of (B)(6) 2016 (exact date not known) at a different facility ((B)(6)) than the implanting clinic. -patient still experiencing some pain after explant.